Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was further reported that the date of onset of the reported event was 2013-10-31. The medications in the pump were baclofen and dilaudid. The patient's pain was described as being located in the low back and sacroiliac joints. The quality was described as sharp, aching and throbbing, and ¿marked¿. The patient¿s pain level was rated level 4/10 and the low back pain radiated to the right buttock. The expected residual volume was 8ml and the actual residual volume was 34ml. The cause of the discrepancy was unknown. A roller study was performed and showed normal results; a dye study was also performed which was also ¿ok¿ by report. It was noted that the pump was refilled and reprogrammed, and the patient would be re-evaluated at their next pump refill appointment.

Event description:
It was reported that at a refill on the date of this report, the actual volume was different than the expected volume. The actual volumes were not known yet. A roller study was going to be performed. The drugs being delivered by the pump were unknown. Additional information received reported, ¿the pump was fine¿ following the roller study and the drug being delivered by the patient's pump was morphine. The patient experienced increased pain and the expected volume was 5 milliliters (ml) and the actual was 19 ml. The patient was not receiving effective therapy and a catheter revision was scheduled. Further information reported the concentration of morphine was 20 milligrams per milliliter (mg/ml) and the dose was 2 mg/d. The cause of the discrepancy was not known. The catheter revision was completed and the patient was "doing well."

Manufacturer narrative:
(B)(4).